Event description:
The customer reported that, during reprocessing of the subject device, the light guide plug had water marks and switch one did not work. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image was blurry. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the image was blurry due to damage to the charge-coupled device. The report of switch one not working was confirmed during testing. A viscous substance was found in the control section which supports the report of water marks on the light guide plug. In addition, the light guide tube was scratched, the device had serious liquid intrusion and the control section was rusty due to water infiltration, the protector was worn, the switch box was scratched, switch one was scratched, and the scope connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, which led to a leakage. Moisture entered the lens unit, which made the image foggy. The user can detect the event properly by device handling as per the following instructions for use (IFU): ¿·general policy - precautions - be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor field performance for this device.